Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. The blood glucose level was 596 mg/dl. The troubleshooting was not performed. The customer reported that the insulin pump had motor error alarm and diminished battery life, sticky buttons. The customer will continue use of the device.